Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Review of available log files pertaining controller to controller#1 revealed that the log files only cover until (B)(6) 2021 and log files pertaining to controller# 2 and controller# 3 revealed that the log files cover only one data point each on (B)(6) 2021. Based on the available log files, batteries were not involved in any premature power switching, power disconnect alarms or critical battery alarm events. As a result, the reported event could not be confirmed. The batteries were lubricated prior to the release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event can be attributed, but not limited, to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins; a possible root c ause of the reported power disconnect alarm event can be attributed, but not limited, to a marginal connection, communication errors, and/or momentary disconnections between the battery and controller; events involving critical battery alarms are most often attributed to communication errors between the controller and battery. Additional products: d1: battery d4: bat905394 d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: bat905694 d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 20-oct-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 24-oct-2020, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. It was also reported one of the batteries exhibited power disconnects and the other two batteries exhibited inappropriate critical battery alarms. The batteries were replaced. No patient complications have been reported as a result of this event.